Event description:
The customer reported that the system displayed a communication error message. This event occurred during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and was unable to duplicate the reported problem. The cine drive connections and the cine bridge printed circuit board were reseated. The system was tested and found to be working as intended and put back into service.